Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported a bg reading of 168 mg/dl from his new dario meter, which did not match how the user was feeling. The user reported that he felt like his bg level was low.

Manufacturer narrative:
The user sent another email to dario on (B)(6) and reported that he has always had a low a1c, which he stated matched the bg readings that he received from his previous older dario meter, however his new dario meter was not reading in range. The user also mentioned that his strips were not expired. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.